Event description:
The account alleged the side rails would not latch. No injury reported.

Manufacturer narrative:
The account found the side rails center arm assemblies are bent. The account replaced the side rail center arm assemblies and brackets to resolve the issue.